Manufacturer narrative:
Correction: the complaint device was returned for evaluation on 03oct2024. During the preliminary device failure analysis, it was determined that there was evidence of adhesive on the seal of the packaging. The damage to the device packaging was noticeable to the end user prior to use. This event is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the definition of a reportable complaint. See h10.

Manufacturer narrative:
D1 - device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray d4 - rpn: c-udlmy-401j-ped-abrm-hc-ihi-fst e1 - customer (person): logistics this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the seal of a cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray was missing. One of the three units of the cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray was opened upon receipt in the shipping container. The customer noted that the glue appeared to be "sweated off" due to heat, and the seal was found to be open. The shipping container had minimal damage. As reported, the device did not make any patient contact. No harm has been reported at this time.